Manufacturer narrative:
The pod arrived fully deployed with no issues with the soft cannula. The cause of the reported dislodged cannula could not be determined. An 0x6a occlusion during runtime (threshold exceeded, not at end of bolus) alarm was observed in the data in conjunction with an increase in pulse width values at the end of runtime. An occlusion was found in the hard cannula while doing the fluid path test. The occlusion was unable to be cleared from the fluid path, and the source of the occlusion could not be determined. It could not be determined if this occlusion found in the hard cannula contributed to the hazard alarm. The observed occlusion is independent of the reported cannula dislodged event. The cause of the occlusion alarm could not be determined.

Event description:
It was reported the patient's blood glucose level rose greater than 250 mg/dl while wearing the pod between 4 and 24 hours. The adhesive completely separated from the (abdomen) causing the cannula to dislodge. A new pod was successfully applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: bp2a.250605.031.a3.s931u1ues6byif. Hardware: sm-s931u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.